Manufacturer narrative:
The event of unable to implant was not confirmed. The device was returned for analysis. Mechanical, electrical, and longevity assessments were normal with no anomalies found. Visual inspection showed that the helix was stretched out of specification, consistent with implant damage. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received noted device was replaced to complete the procedure.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a right ventricular leadless pacemaker was unable to be implanted due to an unspecified reason. Patient condition was unknown.